Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Through deviation #(B)(6), allergan has initiated an investigation into this late report. Additional data: model #/lot #.; device available for evaluation?; device evaluated bt MFR?; device manufacture date; evaluation codes. Evaluation of the device found: the device related to the events of seroma, capsular contracture and lymphoma was received on january 06, 2017 with lot number: 2029824. Visual analysis of the returned device identified: brown particles in shell, device deformation and weight to the spec. Microscopic analysis was performed which identified: two openings in the radius displaying a striated edge. Openings are consistent with the use of a surgical tool. Non-penetrated nicks are additionally present. Based on the device analysis the final assessment is: two openings due to surgical damage and a surgical tool like scratch. Device history record (DHR) summary: based on the risk analysis performed, the ae term code lymphoma-alcl was selected for analysis as it represents the highest risk. Review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and there was not any scrap related with reported event, all devices were conformance during manufacturing process. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Healthcare professional reported "breast implants removed today due to alcl." Side was not specified. As pathological markers confirming alk- and cd30+ have not been received, the event of ¿due to alcl¿ will be reported as lymphoma. Additional information received from the healthcare professional stated patient ¿presented with late onset seroma left breast. Aspirate confirmed atypical cells, strongly positive for cd30 t cells. Alk negative. Ema positive." The device was explanted and a capsulectomy was performed. The left side showed "small clusters of atypical cells in surface material on capsule (positive for cd30, ema, cd4) but no invasion: effusion associated alcl.¿ pathological markers have been received confirming alcl. Patient additionally experienced capsular contracture, baker grade iii. This medwatch represents the left side.

Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Healthcare professional reported "breast implants removed today due to alcl." Side was not specified. This medwatch represents the left side. See MFR # 9617229-2016-00248 for the right side." As pathological markers confirming alk- and cd30+ have not been received, the event of ¿due to alcl¿ will be reported as lymphoma.

Manufacturer narrative:
The events of alcl lymphoma, capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: capsular contracture, reoperation, implant removal...hematoma/seroma. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma. Patients should be advised that capsular contracture may be more common following...seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation."

Event description:
Additional information received from the healthcare professional stated patient ¿presented with late onset seroma left breast. Aspirate confirmed atypical cells, strongly positive for cd30 t cells. Alk negative. Ema positive." The device was explanted and a capsulectomy was performed. The left side showed "small clusters of atypical cells in surface material on capsule (positive for cd30, ema, cd4) but no invasion: effusion associated alcl.¿ pathological markers have been received confirming alcl. Patient additionally experienced capsular contracture, baker grade iii. This medwatch represents the left side. See MFR # 9617229-2016-00248 for the right side.